Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and leak testing were performed. During the leak testing it was identified that there was a leak from the welding where the tubing connects to the injection site. The cause of the leak was determined to be lack of welding. The reported problem will continue to be tracked and trended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ethyl vinyl acetate (eva) 150 ml bag leaked. According to the report, while adding an unspecified pharmaceutical into the bag, leaking was observed. The reporter indicated that a non-baxter 50 ml syringe and non-baxter 18g needle were used with the bag during the event. The leak site was "the corner site of the port". There was no patient involvement. No additional information is available.